Event description:
Boston scientific received information that this patients home monitoring system detected a high out of range shocking impedances of greater than 200 ohms as well as noise on the right ventricular lead. There are no plans to revise the lead at this time. The physician wants to monitor the patient. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.